Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was unable to power on. The last pt to use this battery charger did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is currently underway. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to (components (B)(4)) computer/analog board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective components. The last pt to use this battery charger did not report any deficiencies.